Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 290 mg/dl, 425 mg/dl. The customer was treated with insulin pump. Customer declined troubleshooting for the hyperglycemia since they changed the set and the blood glucose went down in level. The insulin pump will not be returned for analysis.